Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hipot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service evaluation, the distribution node (dn) front therapy electrode (te) cable was pulled from the te. In addition the ECG a and b cable was cut. The cause of the failed hipot test was the pulled and damaged cables. The root cause of the pulled cables was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the pulled and cut cables. The last patient to use this electrode belt did not report any deficiencies.